Event description:
Product analysis was completed on the generator. The generator was shown to accurately measure impedance values and when a test lead was used. The dimensions of the generator's cavity were assessed and it was found to meet specification and a test lead could be fully inserted into the cavity past the negative connector block. The generator was shown to function according to specifications. The analysis was unable to confirm the cause of the high impedance.

Event description:
It was reported that surgery occurred and the patient's generator was replaced. It was reported by the surgeon that the lead pin appeared to be fully inserted prior to removing it from the generator. However, diagnostic testing was not performed on the generator prior to explantation. The high impedance resolved after the existing lead pin was inserted into the new generator. Therefore only the generator was replaced during the surgery. The cause of the high impedance appears to be related to poor connection between the lead and previous generator. The explanted generator was received by the manufacturer and is currently pending analysis.

Event description:
It was reported that high impedance was observed during an office visit. Impedance was noted to have been within acceptable limits at the previous visit. The physician did not know why the high impedance was occurring since the patient had not reported any recent falls. X-rays had not been ordered. The manufacturing records of the generator were reviewed and confirmed that the generator passed qc inspection prior to distribution. The product information of the lead was unknown therefore the manufacturing records could not be reviewed. No surgical interventions are known to have been taken to date. No additional relevant information has been received to date.

Event description:
It was later reported that high impedance had been observed with the patient's new generator and the existing lead. Since the high impedance captured in this report had resolved during the previous surgery the recent high impedance was considered a separate and new event which was captured in mfg. Report # 1644487-2017-04329. The explanted lead was received and underwent analysis. During the analysis it was observed that two sets of set screw marks were seen on the connector pin providing evidence that proper contact between the set screw and the connector pin existed at least once. The two sets were at different locations of the pin indicating that the set closer to the tip of the pin may have been related to the pin insertion issues reported in this report.